Event description:
The info provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of implant removal surgery: (B)(6) 2014; body part to which device was applied: femur/right; surgery description: device removal; pt info: male, (B)(6); problem observed during: on scheduled device removal; event description: "I could not extract the nail because, I couldn't unscrew the end cap"; the complaint report form indicates: the device failure caused adverse effects to pt - it was not possible to remove the nail, intervention abandoned, a technical consultancy was required to orthofix; the removal surgery could not be completed; the event led to a clinically relevant increase in the duration of the surgical procedure - the surgery has to be re-scheduled. An add'l surgery is required; copies of the operative reports are not available; copies of the x-rays images are not available; info on pt current health condition: not available.

Manufacturer narrative:
Analysis of historical records: we have checked the internal records related to the controls made on the device code 99-t730000, lot v1263913, before the market release. No anomalies have been found. The original lot, manufactured on 2012, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to our historical records, no other similar failures have been reported from this specific device lot. Technical eval: the device involved in this event is still in use by pt. The technical eval will be performed as soon as the device is available. Medical eval: the info made available on the case was sent to our medical evaluator. A preliminary medical eval is currently on going and will be finalized once further info on the case will be available. As soon as further info is available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the device on the market.